Manufacturer narrative:
Patient was on additional medication for breast cancer treatment including, palbociclib, faslodex and xgeva. Refer to dr. (B)(6) initial assessment.

Event description:
Patient initials: (B)(6). Age: (B)(6). Patient complained of severe "burning abdominal pain immediately after dose administration (right lobe only treatment). Resumed palbociclib 8 days after. This resolved somewhat and for 2 months, she reported vague abdominal pain and bloating with elevated, but stable lfts. Subsequently, in mid-(B)(6) she developed dark urine , abdominal plain, bloating and icterus. Bilirubin as well as other liver enzymes all severely elevated. Was also covid-19 positive. CT images suggested development of ascites and development of pseudocirrhosis. Developed ascites which required paracentesis. Patient declined quickly, went on hospice and subsequently passed away.